Manufacturer narrative:
Investigation results. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. Dissection is a known inherent risk of the device and is listed in instructions for use and risk documentation. There was no evidence that the device was used in a manner inconsistent with the labelled indications. A risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that a dissection occurred requiring additional intervention. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 3.50 x 24mm synergy xd drug-eluting stent was fully inflated, deployed and post-dilated with a 3.50 x 12 mm non-compliant balloon at 16 atmospheres for 10 seconds. A type b and flow limiting proximal stent edge dissection was then observed. The cause of the dissection was believed to be a lipid rich plaque. The dissection was covered with a 3.50 x 08 mm synergy megatron and the procedure was completed. There were no further patient complications reported. The patient was stable post-procedure.

Event description:
It was reported that a dissection occurred requiring additional intervention. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 3.50 x 24mm synergy xd drug-eluting stent was fully inflated, deployed and post-dilated with a 3.50 x 12 mm non-compliant balloon at 16 atmospheres for 10 seconds. A type b and flow limiting proximal stent edge dissection was then observed. The cause of the dissection was believed to be a lipid rich plaque. The dissection was covered with a 3.50 x 08 mm synergy megatron and the procedure was completed. There were no further patient complications reported. The patient was stable post-procedure.